Event description:
Reporter stated the bolus advice provided by the blood glucose monitor is incorrect. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Previous supplemental report was sent in error. The suspect product for this case has not been returned. Customer's mother has advised that they do not intend to return the product for evaluation. Will not be returned to manufacturer.